Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with pocket dehiscence. Reportedly, the device and leads were tested positive for pseudomonas. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were explanted. There were no adverse patient effects reported. This explanted rv lead will not be returned.